Manufacturer narrative:
Revision surgery is pending; no date was provided to the manufacturer. The extent of the construct is not known at this time and no radiographs have been received. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
Surgeon reported that a set screw backout occurred approximately 6 months post-operation. The report noted the loosening occurred at the bottom of the construct. While surgical revision is planned, there is no definitive date for the surgery between the date that the issue was reported and the time of this report. There were no products returned for evaluation at the time of this report.